Event description:
It was observed during the device evaluation that the camera head exhibited loss of water tightness. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, it is likely that the loss of water tightness was due to a cracked plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.